Event description:
It was reported that the patient presented to the clinic for a follow-up. During examination of leads, it was noted that there was elevated capture threshold on right ventricular (rv) lead. The physician explanted and replaced the rv lead on 29 mar 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a partial lead with distal portion was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation abrasion. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the ring electrode cable lumen in between the shock coils. The etfe cable coating was not abraded in this location. Further analysis found another external insulation abrasion consistent with friction to another device or feature of the heart breaching the empty cable lumen in between the shock coils.